Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The problem air in tubing (without alarm) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service group regarding needing assistance to end therapy in initial drain. The home patient (hp) stated that there was air in the patient and she disconnected. The technical service representative (tsr) explained how to end therapy in the initial drain. There was patient involvement but no patient injury or medical intervention was reported.